Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed and no deficiencies were observed. The reported malfunction was not observed during functional evaluation. The device was powered for 1-hour and no reset of power, image display or wi-fi was observed. The device was also tested at 230vac, and the reported malfunction was not observed. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event potentially include a mismatched or damp light cable resulting in a light engine thermostat failure, or other component issue. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future occurrence of the reported event. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use in a shoulder surgery, the image on the "lens 4k camera control unit" disappeared. The fan was working, no led lights on. I turned it off, and started it again. Smith and nephew logo appeared on the screen (only the smith and nephew logo on black screen), noting else happened. I restarted it again, checked the camera connection, it worked and then after about 10 minutes the same thing happened again. After that the surgeons decided to cancel the surgery.